Manufacturer narrative:
This is a final report.

Event description:
Per the audiologist report, the patient had an infection and an open sore at the magnet site that prevented the use of the cochlear implant system. The patient had revision surgery to seat the implant in a deeper well in 2007. Per the audiologist, the next day, the patient had a second surgery to "clean up a blood clot that formed at the implant site". The patient internal device was left in place.